Event description:
On (B)(6) 2010, patient reported the down button on the infusion device started to work intermittently a few weeks prior. Up button still reports as intended. Patient boluses 4 times per day and is unsure how long he has used this infusion device. Down button is not flat and pops up after being pressed. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.